Manufacturer narrative:
Correction: initial reporter - incorrect country changed from us to (B)(6).

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
This is a non-us event. Consumer had a tampon fall apart inside of her. Consumer stated she is going to the doctor to make sure all of the pieces are out of her. No further details are available.